Event description:
It was reported that patient experienced ground level fall and was unable to stand after. Revised with non constrained insert.

Event description:
It was reported that patient experienced ground level fall and was unable to stand after. Revised with non constrained insert.

Manufacturer narrative:
The exact cause of the event could not be determined with the limited information available at the time of evaluation. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown constrained insert. Additional information has been requested and if received, will be provided in the supplemental report. (B)(4).